Manufacturer narrative:
Additional information : the actual sample was received for evaluation. Visual inspection was performed on the returned sample which revealed that the fill port connector cap was detached from the damaged fill port tubing and found loose in the zip lock bag. The connector cap was easily removed and no thread damage was observed. Functional testing was not performed. The reported condition was verified. The cause of he reported condition was due to a component defect which occurred during the manufacture of this device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had a damaged port. This issue was noted in the dispensing room before treatment. There was no patient involvement. No additional information is available.